Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that high failure rate is with 8100 door assembly cracking on the hinge. There was no patient involvement.

Event description:
It was reported by customer that high failure rate is with 8100 door assembly cracking on the hinge. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported issue of the high failure rate with the 8100 door assembly cracking on the hinge was confirmed during the investigation. The external inspection showed a crack in the upper hinge of the door. The sear was broken at the upper right section; the right and left dog ears were completely detached from the device. The sear was replaced with a known good sear for testing purposes only. Preventive maintenance testing was performed on the suspect pump module. The instrument inspection task failed due to a crack in the hinge; however, the crack did not interfere with the door operation. All other tasks were completed successfully, with no observed errors or malfunctions. The issue of high failure rates with door latch sears reported by the facility is currently under investigation in (B)(4). Preliminary findings suggest that the failures may be linked to exposure to incompatible cleaning materials, and further analysis is being conducted to determine the root cause and identify potential corrective actions. The event date and time were not reported. Review of the pump module error log showed no errors were recorded related to the reported event. The pump module event log showed the last infusion performed on (B)(6) 2025 attached to the pcu s/n (B)(6) as channel b with a rate of 200 ml/h and volume to be infused (vtbi) of 100 ml. The bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2) states that use only disinfectants recommended by bd to clean and disinfect the bd alaris¿ system. Use of unapproved disinfectants can result in incorrect device operations. Keep the pump module door closed when the device is not in use to avoid damage to door components. Do not return the device to patient use if there are cracks, surface contaminants, discoloration, or other damage. Use of a damaged device can result in patient harm. Send all damaged devices to biomedical engineering for repair. There was no patient involvement. Note to service: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable root cause of the high failure rate with the 8100 door assembly cracking on the hinge is being attributed to improper handling of the device or the use of a non-approved cleaning chemicals. During a bd site visit in september 2025, it was observed that several infusion pump doors were left open in patient rooms. Nursing staff were reminded of the importance of keeping these doors closed, as leaving them open may contribute to damage or cracking of the door hinges. In april 2025, the use of non-approved cleaning chemicals was identified at the facility. These cleaners are not approved for use with the equipment and can weaken the material structure, making it more prone to cracking or breaking under normal operating conditions. Note that this report lists imdrf annex a040502, a0404, a1801, c0601, c2302, c23, g04037, g0405206, d11, d08, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.